Manufacturer narrative:
A ge service representative performed an on site investigation. The cine sub system was evaluated and replaced. The software was upgraded from v7.0.45 to v7.0.59, and the camera iris was calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the images were corrupted. It was noted that digital distortion was displayed upon cine playback and the images were unusable. There is no report of injury or death associated with the event described in this complaint.